Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 110 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Control test performed on (B)(6) 2015 at 06:00 pm produced result of 20 mg/dl. Control test not within acceptable range of 31 to 61 mg/dl. Control level one lot #5ac1b79 manufacturer's expiration date is 03/31/2017 and open date is (B)(6) 2015. Verified storage of product is not within instructed specification since they are retained in the bathroom. Test strip lot manufacturer's expiration date is 03/13/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 179 mg/dl (B)(6) 2015 07:33 pm; 125 mg/dl (B)(6) 2015 07:10 pm; 116 mg/dl (B)(6) 2015 06:38 am; 157 mg/dl (B)(6) 2015 09:20 pm; 125 mg/dl (B)(6) 2015 09:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. Black chemistry observed. The most likely underlying root cause of this malfunction is black chemistry due to improper storage.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 110 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Control test performed on (B)(6) 2015 at 06:00pm produced result of 20 mg/dl. Control test not within acceptable range of 31 to 61 mg/dl. Control level one lot#5ac1b79 manufacturer's expiration date is 03/31/2017 and open date is (B)(6) 2015. Verified storage of product is not within instructed specification since they are retained in the bathroom. Test strip lot manufacturer's expiration date is 03/13/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.